Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by cleaning the patient cassette and its membrane. Moreover, apl/peep valve membrane was replaced, because, most probably, the surface of the membrane was damaged by absorber dust. It was also stated that the patient cassette was contaminated with mentioned absorber dust. As the issue was solved by cleaning the most probable cause is that dirt, particles or dust from the absorber had stuck on the connections, seals or membranes and caused that they did not seal properly. The patient cassette is recommended to be cleaned at regular interval. Cleaning routine at the customer site in unknown to us. Therefore, the root cause has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/01/2019 corrected manufacture date: 03/28/2019